Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a placement procedure performed on an unknown date. Additionally, fiducial markers were placed, transperineally. It was reported that after spaceoar placement, the physician suspected that a small amount of hydrogel was placed under the muscular portion of the rectal wall. Further review of the images revealed a small rectal wall infiltration. No patient complications were reported as a result of this event. It was reported that the plan is to continue with the patient's radiation treatment. External beam radiation treatment was noted; however, it was not indicated if it had yet occurred.